Event description:
It was reported that an arteriotomy closure of the right and left common femoral artery was attempted using a proglide device with 6f sheaths after a bilateral iliac stenting procedure. Reportedly, a cuff miss occurred using the proglide device in each groin and a second proglide device was used to achieve hemostasis in each groin. The preclose technique was not used in this procedure. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.